Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported they started the test and in a few seconds the device stopped giving a reading, the pulse curve drastically dropped, as did the spo2 curve and ip. No patient impact or consequences were reported.